Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a celect filter was placed approximately 9 years ago at an unknown facility. At some point in the past there was a failed retrieval attempt at an unknown facility because the filter was embedded. Sometime later there was a surgical intervention at an unknown facility where the bulk of the filter was clipped out. The filter legs remained lodged in the cava. It is unknown if the filter legs were removed. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use the cook celect filter is intended for the prevention of recurrent pulmonary embolism via placement in the vena cava when anticoagulant therapy is contraindicated or has failed. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. With the information provided it would be inappropriate to speculate what caused the failed retrieval attempt and why the filter bulk was clipped out later at a unknown surgical intervention which resulted in filter legs being left in the patient and if the filter legs should be retrieved or not in the current situation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as celect filter. Occupation: unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2021 - the celect ivc filter was placed approximately 9 years ago at an unknown facility. At some point in the past there was a failed retrieval attempt at an unknown facility because the filter was embedded. Some time later there was a surgical intervention at an unknown facility where the bulk of the filter was clipped out. The anchors still remained lodged in the cava. The customer wanted to know if it was safe to perform an MRI on this patient that still had the anchors embedded in the cava. The rbm informed the customer that cook's testing had only been performed with a fully constructed filter and that cook could not advise on the safety of this scenario. He did confirm that the material of the filter is still the same but that the risk assessment would need to be done by the clinician. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.